Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. Stimulation was not acceptable to patient. Patient reported something "pull" in her back a few weeks after surgery. She was holding a friends baby and said she felt something in her back that felt like a pulled muscle. Could not perform troubleshooting at the time of this report because she has not charge her battery since the spring. The caller reported, system was completely explanted on the date of this report. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.